Event description:
It was reported that a user experienced loss of glucose readings from a freestyle libre 3 plus sensor used with the ilet system, followed by repeated scan errors despite rescanning, app reinstallation, and phone restart, after which the user planned to replace the sensor. Symptoms included loss of continuous glucose monitoring data. Outcomes included temporary interruption of automated dosing due to unavailable cgm data. Investigation included guided troubleshooting and education for sensor rescanning, app reinstallation, and device restart. Investigation of this case revealed a persistent scan error preventing data transmission from the cgm sensor to the app, consistent with a sensor-app communication issue. It was concluded, based on previously established findings for similar reports, that the cause was a cgm communication failure unrelated to ilet pump function.